Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and emergency room visit. No product lot number was reported, so no qualification record review could be performed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance. Drink eight glucose is within bg goal."

Event description:
The patient's mother reported that her son has been experiencing high blood glucose, including an episode that led to an emergency room visit. She stated that his doctor had adjusted her son's settings recently and that she was supposed to be keeping a journal to see if they needed to changed again. She didn't have any specific date or details regarding the emergency room visit, but said his bg measured somewhere around 250-275 mg/dl and 3 hours later it was still around 275 mg/l and another 3 hours after that he was vomiting. She gave him a manual injection and took him to the emergency room. The emergency room doctor said the patient had ketones and the insulin wasn't helping. He was put on an insulin drip.